Event description:
The customer reported an ECG malfunction, the device won't pass the operational check test.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.